Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Screenshots and system log files provided were reviewed with the software support team. The software support team confirmed that this error occurred due to a volume generation error in the gts library. The reported problem was confirmed. It was found that the crashes and errors observed occurred due to a volume generation error, which is related to a known software defect. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with a known software defect which occurs during volume generation of the bone model. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H10: internal complaint reference: case- (B)(4).

Event description:
It was reported that during cori assisted tka surgery, upon reaching the femoral bone removal screen the software of the real intelligence cori console would hang and exit the case. Change of handpiece was tried to no avail. Hard reset was tried to no avail. Same issue every time when starting the femoral bone removal screen. Surgery was resumed after a non-significant delay by manual procedure. No injuries to the patient were reported.